Event description:
Reporter alleged the label of the test strip vial used with the blood glucose monitoring device was "rubbed off." Reporter stated calling into the manufacturer for assistance with setting the device time and date when noticing the label on the test strip vial did not have the lot number on it. Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect product and replacement product was sent.